Event description:
Pt is an amputee and has been inpatient several times this summer for cellulitis. The issue is her motorized chair. It won't shut off and runs her into things. It also is too small for her, so the sores and blisters cause the cellulitis. She has had the chair about a year, and it has needed repairs 14 times. She was thrown from the chair and broke the femur in her stump. While she was inpatient, she was told by three different people at the hospital that she would be getting a new chair.manufacturer response (as per reporter) for electric wheel chair, electric wheel chair:patient is misusing the electric wheel chair.